Event description:
It was reported that the atrial lead exhibited high thresholds. A lead repositioning was attempted, but the helix would not deploy. The lead was explanted and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.